Event description:
On (B)(6) 2022 a representative from an eye care professional¿s (ecp) office called to report that a patient (pt) experienced redness for a few weeks while wearing 1-day acuvue® moist® brand contact lenses that is in the "new packaging." The pt used some lenses from a prior purchase and advised everything was fine. On 13 oct 2022 a call was placed to the pt who provided additional information. The pt reported redness and inflammation in both eyes (ou) and had to use from ¿steroid drops¿ prescribed by the ecp. The name and frequency of the steroid drop was not provided. The pt requested to try a new box of lenses and will call if any additional complaints are noted. On 13 oct 2022, a call was placed to the ecp office for additional information, but nothing additional was provided. On 21 oct 2022, a representative provided additional information. On (B)(6) 2022, the pt was diagnosed with purulent conjunctivitis (ICD-10 code h10.023 bilateral mucopurulent conjunctivitis), but advised it was os. The representative confirmed with the prescribing ecp that the event was a bacterial infection. The pt was prescribed tobradex qid for 1 week and then pt was ok to resume cl wear. The pt didn¿t return to the office for a follow-up visit and has not heard of any additional issues from the pt. This report is for the pt's right eye (od) event. The event for the pt's left eye (os) will be submitted in a separate report. The event for the od will be submitted as a worst-case as the diagnosis code of bilateral purulent conjunctivitis was provided by the ecp¿s representative. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 1314251402 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.